Manufacturer narrative:
Serial numbers continued: (B)(4). For 7 events, the issue was resolved by the service activities performed. For 1 event, one section of the reaction cells were not secured properly and the front rinse mechanism crashed intermittently. Plastic was also found inside a nozzle. For 1 event, a probe was mis-adjusted. For 1 event, there was a hole in rinse station tubing. For 1 event, a rinse mechanism line was clogged. For 1 event, salt deposits were found on a rinse mechanism and it was determined that was out of adjustment, hitting the side of cells. For 1 event, the investigation could not identify a product problem. The cause of the event could not be determined. For 1 event, there was a worn seal on a reagent syringe. For 1 event, the rinse water was overflowing the cuvettes. For 1 event, a reagent probe was stuck in the up position and was not being washed. The issue was resolved after the probe was re-positioned. The follow up actions for 1 event was that the field engineering specialist replaced multiple ultrasonic mixers. The follow up actions for 2 events was that the service engineer found the vacuum nozzle clip was popped off. He replaced the clip. The customer ran qc that was acceptable. The follow up actions for 1 event was that the field service engineer adjusted both sample needles and the gear pump pressure and confirmed the module was running back within specification. The follow up actions for 1 event was that the clog in the line was cleared and all remaining lines were bleached. The customer ran calibration and controls; all results were within the customer's established ranges. Precision studies were performed and the results were good. The follow up actions for 1 event was that the field service engineer replaced the gear pump head since it was due to be replaced and pressure was low. The sample probe was also replaced and re-adjusted. Precision studies were performed. The follow up actions for 1 event was that the plastic was removed from the nozzle and the reaction cell segments were replaced. Precision studies and controls were run and results were within specifications. The follow up actions for 1 event was that probes were exchanged and re-aligned. Wash levels, detergent aspiration, gear pump pressure, and vacuum pump pressure were checked; all checked good. Mechanism checks were performed and no issued were observed. Calibration and controls were run and passed. The photomultiplier tube voltage was also checked. The follow up actions for 2 events was that the tubing was replaced. The follow up actions for 1 event was that the salt deposits were cleaned and the rinse mechanism was adjusted. Water pressures and cuvette volume were adjusted. A second rinse mechanism was also adjusted. Precision studies were performed and these passed. The customer ran calibration and controls; these passed. The follow up actions for 1 event was that precision studies were performed and this passed. The system was decontaminated and the reagent probe was replaced. A cell measurement was performed and precision studies were run again. The follow up actions for 1 event was that syringe seals and the sample probe were replaced. The customer successfully ran calibration and controls. All control results were within the customer's established ranges. Precision studies were performed. The follow up actions for 1 event was that the seal was replaced and proper alignments of probes were verified. Operational and mechanical checks passed. The customer ran calibration and controls successfully. The follow up actions for 1 event was that the main water pump and blank water valve were adjusted. A check test and precision studies were performed. The follow up actions for 1 event was that the reagent probe was re-positioned so that it moved properly and was not sticking. The customer ran controls and these recovered within specifications. The reported event involved an automated analytical device which is serviced in the field and not routinely returned for investigation. This device is not labeled for single use and is not reprocessed or reused.

Event description:
This report summarizes <noe>16</noe> malfunction events. Questionable low results were generated by the cobas 8000 c 702 module. The events involved a total of 26 patients with the following: 18 questionable results for ca2 calcium gen.2. 1 questionable result for alp2 alkaline phosphatase acc. To ifcc gen.2. 1 questionable result for tp2 total protein gen.2. 1 questionable result for crphs cardiac c-reactive protein (latex) high sensitive. 1 questionable result for crej2 creatinine jaffé gen.2. 1 questionable result for crep2 creatinine plus ver.2. 3 questionable results for alb2 albumin gen.2. 1 questionable result for crpl3 c-reactive protein gen.3. The patients' ages ranged from 33 years to 67 years. The other patients' ages were requested, but were not provided. The patients' weights were requested, but were not provided. There were 3 females and 3 males. The other patients' genders were requested, but were not provided. The patients' races were requested, but were not provided. The patients' ethnicities were requested, but were not provided.